Event description:
It was reported that the whisper guide wire was used to place a lead for a bi-valve ventricular pacemaker. The whisper guide wire successfully crossed the coronary sinus and was placed in a vein. Resistance was felt during positioning of the lead in the vessel; therefore, the lead was retracted into the catheter. The whisper guide wire was then retracted from the patient; however, it was observed that the radiopaque section of the guide wire tip remained in the vein which was confirmed on fluoroscopy. No attempts were made to remove the separated piece of guide wire from the anatomy. When the guide wire was inspected and compared to a second unused whisper guide wire the wire was observed to be shorter confirming the separation. The decision was made not to place the pacemaker. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the whisper instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it could not be determined if the off-label use caused or contributed to the separation.